Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation on his back under the lifevest. The patient reported that the irritation got infected and a procedure had to be done to remove it from his back. The patient's medical outcome is unknown.